Event description:
It was reported that the customer experienced a blood glucose (bg) level of 21 mg/dl; cause was unknown. Due to the bg level the customer lost consciousness. Customer required assistance consuming carbohydrates and giving "gluco" injections. Recommendation was made to discuss diabetes management with a health care professional.